Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood was observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The silicon insulation on the hot jaw was observed to be torn away from the jaw. Based on the return condition of the device, the reported complaint was confirmed for the reported failure mode "heater wire detached" and the analyzed failure mode "peeled insulation". Specific actions for the failure modes are being maintained and documented in maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire inside the jaw came unattached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire inside the jaw came unattached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.